Event description:
Reference number (B)(4). Event occurred in israel, it was reported that the patient was hospitalized due to diabetic ketoacidosis on (B)(6) 2023. The blood glucose level was over 713 mg/dl at the time of event. The length of hospitalization was 4 days. Patient experienced symptom of abdominal pain, nausea and vomiting.the ketone levels was 150. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.